Manufacturer narrative:
Supplemental report to add noe statement in b5 section, and provide d5, and h6 information.

Event description:
This report summarize <noe> 27  </noe> death events of  ischemic stroke for the sapien 3 for (B)(6) 2020.

Event description:
Thv/tvt registry summary reporting remediation for aortic cases included ¿in the august 2020 data extract for death. This includes data provided by acc for q1 2020 (january 1 march 31, 2020). Per the information received from the thv/tvt registry for august 2020 data extract for aortic deaths for the sapien 3 transcatheter heart valve, adverse events occurred and the patient expired.¿ no additional information is available for this event. 2020-10077-1:¿ aortic dissection, 2020-10077-2: annular dissection, 2020-10077-3: aortic valve re-intervention, 2020-10077-4: bleeding at access site, 2020-10077-5: conduction/native pacer disturbance requiring pacer, 2020-10077-6: coronary compression or obstruction, 2020-10077-7: device embolization, 2020-10077-8: hematoma at access site, 2020-10077-9: ischemic stroke, 2020-10077-10: major vascular complication, 2020-10077-11: mitral valve reintervention, 2020-10077-12: myocardial infarction, 2020-10077-13: pci, 2020-10077-14: perforation with or w/o tamponade, 2020-10077-15: retroperitoneal bleeding, 2020-10077-16: transaortic related event, 2020-10077-17: transapical related event, 2020-10077-18: undetermined stroke, 2020-10077-19: unplanned other cardiac surgery or intervention, 2020-10077-20: unplanned vascular surgery or intervention, 2020-10077-21: valve related readmission.